Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes exhibited fibrin in the serum resulting in sampling errors on their instrument and causing erroneous sodium results. There was no other health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. The device history records and retention samples could not be reviewed as the lot number is unknown. Additional clinical testing cannot be performed since the lot number is unknown. This complaint has not been confirmed for the indicated failure modes erroneous results (sodium) and fibrin. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes exhibited fibrin in the serum resulting in sampling errors on their instrument and causing erroneous sodium results. There was no other health impact or consequences reported.